Event description:
It was reported that the customer had a cracked battery compartment. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports cracked battery tube threads, cracked display window, cracked case near display window corner, scratched reservoir tube window, cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.